Event description:
Boston scientific received information that this product was part of a system revision due to erosion. There were no additional adverse effects reported. The product was modified surgically.

Event description:
Additional information indicated that the patient had undergone a pocket revision because the tissue around the device was thinning. The physician extracted the entire system and implanted a new system on the other side of the patient¿s body using the existing device and new leads. The patient may have twiddler¿s syndrome as the leads were twisted in the pocket as stated by the physician. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
---

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.